Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence due to cuff site atrophy. The aus was explanted and replaced. There were no additional patient complications reported.